Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Medtronic were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, medtronic are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: gatt undefined errors coming from the ble stack. Supervisortimeout errors. Loss of bonding after 30 seconds due to the pairing prompts not being accepted. Issue unknown. To assist with the resolution of the issue, medtronic provided the helpline team with the following recommendation to ensure that it is addressed effectively: delete the pump's sn from bluetooth's paired devices list. Delete the mobile's sn from the pump's paired devices list. Reset app preferences (phone's settings then go to apps, three dots upper right). Uninstall the minimed mobile app from the phone. Reset network settings for wifi bluetooth. Turned bluetooth settings off for 30 seconds turned it back on. Restart phone. Reinstall the minimed mobile app to the phone. Attempt to pair back the pump the phone. Initiate an upload and sync to carelink after pairing. Medtronic are proceediing to close the ticket, if customer still face issue medtronic request helpline to ask patient to upload app logs so that dev team can investigate the issue further. Additional information has been received which was not included in the initial follow-up report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h6 - updated component code, type of investigation, investigation findings, investigation conclusion. 2. Section h11 - updated additional investigation summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s25 (android 15) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation of the logs, we only see one attempt of pairing failed the reason for connectivity problems is from the pump not pairing to the device before the 2 minute timeout. After the pump and phone are connected to each other, they attempt to pair and exchange key information to form a bond. In this case the connection hangs for 2 minutes and thus pairing attempt is terminated for taking too long. This can happen for a multitude of reason such as the user navigating away from the pairing page and not responding to prompts that appear, bluetooth interference from other devices, or a bluetooth stack issue. Issue confirmed please instruct the customer to approve the pairing in the system os popups, and not move the application to the background during the pairing procedure. Disable battery optimization for the mmm app: long tap on the mmm app icon>>app info>>battery saver>>no restrictions. Clear all previous pump bluetooth connections in bluetooth settings: open settings>>tap connections>>tap bluetooth>>tap the options icon next to the device (pump) you want to unpair>>tap unpair>>confirm on the popup. Restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources active wifi networks bluetooth connections nearby). Helpline informed team that they were not able to reach customer. We are proceeding to close the ticket if customer still face issue we request to reopen the ticket medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.